Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Internal insulation abrasion was noted at 6.7-7.8cm from the distal tip. The re cable lumen was breached but the etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.